Event description:
This is the second of 2 complaints from one office on 2 separate events for 2 different clamps. On (B)(4) 2012, (B)(4) called and said he picked up a clamp from dr (B)(6) office that broke. He did not know any further info. He is sending the clamp in for eval. I called office and spoke to (B)(6). She said she was glad I called as it happened again. I asked if she had the clamp so that I could get the batch number. She said she threw the clamp away. She said they got both of the clamps in the same order. She said that the event is rather startling. I asked her to describe each event. Event (B)(6) 2012 pt male (B)(6). She said they were just finishing the procedure and she was removing the clamp from tooth #2 when it popped apart and both pieces fell to the floor. She said that this pt was also quite startled as they thought the tooth broke.

Manufacturer narrative:
Generally broken clamp has not been report but as the dentist alleges that, "it popped apart and both pieces fell to the floor. She said that this pt was also quite startled as they thought the tooth broke." It is for this reason that it is recommended that the incidences be reported. The dentist has stated that no one was injured during the incidences. Batch number is unk. Method - the directions for use states that the rubber dam clamp should be ligated to the frame and the rubber dam assembly placed before the clamp is placed on the tooth. This would preclude choking and aspirating hazards from device breakage. Also, device breakage is addressed in the directions for use as this can occur due to modification, overextending, bending or extended use.